Manufacturer narrative:
Evaluation is pending.

Event description:
On 03 oct 2007, the sales representative reported that during a minimally invasive surgery, when using the pathfinder interbody compressor, the hinge broke. In 2007, the sales representative responded to an inquire with clarification and reported that the joint broke at the thread.